Event description:
It has been reported that the bd vacutainer® rapid serum tube (rst) blood collection tube thrombin has been found experiencing erroneous results after use. The following has been provided by the initial reporter: material no. 368774, batch no. Unknown. It was reported that there was high potassium results. 1 of 2: april incident. 2 of 2: august incident. There have been multiple incidents that they have received high potassium results. The customer would like to know if the temperature in the centrifuge would affect the results. Date of events: unknown. Spoke with the customer. She stated that she had 3 erroneous results in april and 2 last week. The k+ is elevated (6.1, 6.2) when drawn at an out patient facility, and then it is normal when repeated at the ER (4.5). The samples are run on a beckman au and there is no hemolysis indicated. The samples are inverted and centrifuged at 1318g for 10 minutes. The customer was questioning if the temperature of the centrifuge (90f) could contribute to the high k+ results. The tubes are not re-centrifuged, and the serum appears normal. She does not have any of the lot#s, but will try to find the lot # of the tubes drawn this past week.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As there was no sample or photo available for evaluation, a root cause could not be determined.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd vacutainer® rapid serum tube (rst) blood collection tube thrombin has been found experiencing erroneous results after use. The following has been provided by the initial reporter: material no. 368774 batch no. Unknown. It was reported that there was high potassium results. 1 of 2: april incident. 2 of 2: august incident. There have been multiple incidents that they have received high potassium results. The customer would like to know if the temperature in the centrifuge would affect the results. Date of events: unknown. Spoke with the customer. She stated that she had 3 erroneous results in april and 2 last week. The k+ is elevated (6.1, 6.2) when drawn at an out patient facility, and then it is normal when repeated at the ER (4.5). The samples are run on a beckman au and there is no hemolysis indicated. The samples are inverted and centrifuged at 1318g for 10 minutes. The customer was questioning if the temperature of the centrifuge (90f) could contribute to the high k+ results. The tubes are not re-centrifuged, and the serum appears normal. She does not have any of the lot#s, but will try to find the lot # of the tubes drawn this past week.